Manufacturer narrative:
D.4.expiration date and serial number updated h.4.device mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during patient rewarming during bypass, the affinity nt oxygenator was associated with elevated carbon dioxide (co2) levels above the reference range and unsatisfactory oxygen (o2) levels. Additionally, higher partial pressure of carbon dioxide (pco2) levels were reported in the patient. The patient weighed over 80 kg, and it was noted that at higher flow rates of 4-5 liters, the partial pressure of oxygen (po2) levels did not reach the reference range, whereas at a moderate flow of 3 liters, the po2 levels were within the reference range. Pco2 was 46.3mmhg to 50.9mmhg. Po2 was 153mmhg to 196mmhg. The use of the device was unspecified. No patient complications have been reported as a result of this event.